Event description:
It was reported to philips that the device flat detector had overheated, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system flat detector was too warm during operation¿. After checking hospital report it was found that, system was in long time working for about 40 hrs and because of this, the flat detector got heated. The fse resolved the issue by improving input flow of the cooling unit, system was returned to use in good working condition and is ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.